Manufacturer narrative:
The insulin pump was received with a constant pump error alarm during the rewind due to jammed motor gear box. Unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error alarm during the rewind test.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error alarm. Customer reported that they were not able to clear the alarm however were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.